Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels and issues with their insulin pump. The customer states their buttons have been unresponsive and have had difficulty clearing the alarms. The customer's blood glucose level at the time of incident was 388mg/dl. The customer's most current level was 263mg/dl. The customer states they treated the high with the pump. Troubleshoot was conducted. The device was found to have failed the high pressure test twice. The customer states the pump was not alarming for an occlusion. The customer was advised the pump would need to be replaced and returned for analysis. The customer declined continuation of therapy pump. The customer states they will hold on to the pump until they can figure out if they could get new pump. The customer was advised to monitor the device and blood glucose levels closely.